Manufacturer narrative:
(B)(4).

Event description:
It was reported post-paced t-wave oversensing episodes were observed on a merlin transmission. The patient was not reported to be symptomatic. The recommended programming changes were completed.